Event description:
As reported, during a ventral hernia repair on (B)(6) 2024, patient was implanted with a bard soft mesh. It was reported that several months later patient developed an allergic reaction with complaints of redness and itching around the incision site which then spread all over her body and started applying steroids and topical creams to assist the reported symptoms. It was also reported that the surgeon is planning to perform a reactivity test with the bard soft mesh sample on (B)(6) 2025.

Manufacturer narrative:
As reported, the patient had an allergic reaction (redness and itching) post implant of soft mesh. A mesh sample has been provided to the doctor to perform reactivity testing and reportedly the test is scheduled for (B)(6) 2025. At this time, no conclusion can be made. If/when reactivity test results are provided, a supplemental MDR will be submitted. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: the date of event is provided as a best estimate (17-jan-2025), based on the date of awareness of the reported event. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a ventral hernia repair on (B)(6) 2024, patient was implanted with a bard soft mesh. It was reported that several months later patient developed an allergic reaction with complaints of redness and itching around the incision site which then spread all over her body and started applying steroids and topical creams to assist the reported symptoms. It was also reported that the surgeon is planning to perform a reactivity test with the bard soft mesh sample on (B)(6) 2025. Addendum: on (B)(6) 2025 the patient presented for the final patch test reading for the reactivity testing. The results were negative for a reaction to the mesh sample.

Manufacturer narrative:
As reported, the patient had an allergic reaction (redness and itching) post implant of soft mesh. A mesh sample has been provided to the doctor to perform reactivity testing and reportedly the test is scheduled for (B)(6) 2025. At this time, no conclusion can be made. If/when reactivity test results are provided, a supplemental MDR will be submitted. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 199 units. Note: the date of event is provided as a best estimate (17-jan-2025), based on the date of awareness of the reported event. Addendum: this is an addendum to the previously submitted MDR to document reactivity test results. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's reaction. However, based on testing performed the postoperative condition of allergic reaction does not appear to be caused by the soft mesh used to treat the patient. Updated fields: b4, b5 (event description), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.